Manufacturer narrative:
The customer¿s report of leaking noted around the non-bd connector attachment to microbore tubing was confirmed. Visual inspection of the set noted no obvious damages with any of the components of the received samples; however, dried fluid residue was observed around the entrance luer end of the syringe administration set, which was attached to the microclave. There were no other anomalies observed. Functional and pressure testing confirmed leaking at the engagement between the microclave and the syringe set. The root cause was due to the manual connection between the mated components not being fully secure.

Event description:
The customer reported leaking was noted around the nonbd connector attachment to microbore tubing while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported leaking was noted around the nonbd connector attachment to microbore tubing while connected to a patient in the nicu. There was no harm.